Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead exhibited elevated pacing impedance of 2800 ohms. Sensing and pacing measurements have remained stable. Continued monitoring of the lead will be performed by the physician. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment of lead was only returned severed 22 cm from is-1 terminal pin. Visual inspection noted setscrew marks on the lead in the correct location. Thorough evaluation of the returned portion of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and a portion of the lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities with the returned portion of the lead.

Event description:
A portion of this lead was returned from another manufacturer 12 years later and underwent analysis.